Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving "lo" (readings less than 40 mg/dl) on the sensor scan compared to a result of 400 mg/dl obtained on an unspecified meter. Customer was anxious and had contact with healthcare provider who told her to apply insulin. It is unknown if the insulin was provided by the hcp and no further details were provided as customer refused to continue troubleshooting. Attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.